Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead underwent a pocket revision due to leads were dislodged. Moreover, the pacemaker device was explanted and this rv lead remains in service. No additional adverse patient effects were reported.